Event description:
It was reported that the syringe module being utilized for clinician informatics testing had issue with plunger gripper that remained open and would not resort back to closed position upon releasing gripper control/drive head. The issue was observed while onsite during full record testing event. The device was not in patient use. Device was tagged for clinical engineering inspection.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.